Manufacturer narrative:
(B)(4). No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown. "String broke when closing the bag during procedure. Another bag was used without incident. Product was contaminated and cannot be returned for evaluation. Incident classified by hospital as 'product reached patient; no apparent harm; probably inconvenient for patient and/or staff'. '" patient status - "no adverse effects reported"

Manufacturer narrative:
Additional information was requested and provided. Investigation summary: the event unit was not returned for evaluation. Without the return of the actual device, it is difficult to determine the root cause. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections.  Although the root cause of your experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.